Event description:
"Dealer stated that they replaced the mpj with th cmpj and was driving the chair and went to go in reverse and the chair went forward, when the chair went forward it broke the glass on the stove." No alleged injury.

Manufacturer narrative:
(B)(4) have been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 2 years 5 months old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device shows that the joystick was replaced on (B)(6) 2012 and the motors were replaced a few days later. The dealer called stating that the consumer was driving the tdxsp power chair and when she went to go in reverse the power chair allegedly lunged forward. In mid (B)(6), the joystick was not recognizing the commands. The chair was tested in the shop, but was not working at all. It had stopped working all together. The dealer was unable to duplicate the issue. The dealer replaced the joystick. The dealer went to the consumer's home on (B)(6) 2012 with a programmer. The programmer showed a left brake fault error or right brake fault error. However, the configuration was correct on the chair when checked with the programmer. The motors were replaced because the issue was not fixed. The consumer alleged that she was having the same issue (right fault error code) and she turned the power chair off and then back on. The consumer went to back up the power chair and the chair allegedly lunged forward and hit the stove's door breaking the glass. He confirmed the chair was in shop and is waiting for replacement parts. No injury alleged. Both motors are being returned to invacare for an inspection / evaluation.